Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that after pre-dilatation, and attempt was made to place the vision stent; however, there was too much resistance. Under angiography, the stent was observed to be dislodged proximally onto the shaft of the stent delivery system (sds). The sds was removed with the stent still on the shaft. A 2.5 x 15 mm minivision was used to successfully treat the lesion. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Stent dislodgement inside the body can be affected by numerous factors. In this instance, it is possible that the stent may have been disrupted while attempting to overcome the reported resistance and subsequently contributed to the dislodgement onto the proximal shaft. It should be noted that it is prescribed in the instructions for use that: "should any resistance be felt at any time during either lesion access or removal of delivery system post-stent implantation, the entire system should be removed as a single unit".